Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2014 with the following findings:the power complaint could not be duplicated. A review of the pump¿s black box data revealed an unexplained pump reboot. The battery compartment was observed to be cracked. There was evidence of moisture on the interior of the battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The leak test failed due to a battery compartment leak. The pump was opened and no evidence of moisture or loose components was found inside the pump. Unrelated to the initial complaint, the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. Also unrelated, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.